Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI#: (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 0 reading. The vespel and semi-circle bearings were replaced to aid in calibration. The device was recalibrated and resolved the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during testing the device was not cutting down the sides correctly. No adverse events were reported as a result of this malfunction.